Event description:
It was reported that during the left lobectomy procedure to the elm patient due to congenital problems, when placing the golden cartridge in the echelon stapler and wanting to do the cutting and stapling by vats the echelon flex stapler closed without any inconvenience, they counted 15 seconds when precompression was made but when firing, the stapler never fired. They removed the previous cartridge and place a new one, they checked that the blade was retracted then closed the jaw in the tissue and counted 15 seconds but the stapler was blocked and again did not shoot. They changed to another cartridge but the staple did not fire again. Changed to another stapler and cartridge to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/02/2025 d4: batch # 395d69 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with three gst60d (b-d) reloads present. The reload (b) was received fully fired with slight damage on the reload deck and the reloads (c and d) returned partially fired 1/16. The returned device and reloads (c and d) were tested for functionality in the articulated position by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines of both reloads were complete and the remaining staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 395d69, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.